Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was not further specified. On an unreported date, the patient began treatment with unspecified antibiotics and pd therapy was discontinued during treatment. At the time of this report, the patient had recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.